Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their therapy didn't seem to be working as effectively as it did prior to an MRI they had recently. Patient reported return of symptoms a few days after their MRI. Patient said they have been waking up every night needing to use the bathroom. They have since cut back on how much water they drink before bed. When asked if MRI mode was deactivated after the scan, patient wasn't sure. They said they were told to just turn therapy back on. Patient did not have the controller with them at the time of the call to check if MRI mode was turned off or do any kind of troubleshooting. Patient called back and wanted to know what their settings were at before the MRI as they were not sure, agent reviewed information regarding deactivating MRI mode. Agent reviewed therapy adjustment options as well as how to connect to ins. Patient connected to ins during the call and confirmed therapy was on. Patient redirected to hcp if symptoms continue.